Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown femoral component/stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient underwent implantation of the mega prosthesis as I was able to review and x-ray with it in place with the fractured stem. I can confirm that a revision procedure was carried out since I was able to review an operation report that described removal of the implant but not reimplantation of another prosthesis. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of late fracture of a proximal stem on a mega femoral prosthesis are multifactorial including surgical technique, especially in the manner of fixation. Patient lifestyle, activity level and bmi play a role as well as implant factors. Having said that, I believe this implant performed extraordinarily well being in place for approximately 33 years." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient was revised due to breakage of the femoral component/stem. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient underwent implantation of the mega prosthesis as I was able to review and x-ray with it in place with the fractured stem. I can confirm that a revision procedure was carried out since I was able to review an operation report that described removal of the implant but not reimplantation of another prosthesis. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of late fracture of a proximal stem on a mega femoral prosthesis are multifactorial including surgical technique, especially in the manner of fixation. Patient lifestyle, activity level and bmi play a role as well as implant factors. Having said that, I believe this implant performed extraordinarily well being in place for approximately 33 years." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
On (B)(6) 2024 the patient was submitted to surgery for a complete explantation of the left distal femur hmrs stryker prosthesis (first implant date (B)(6) 1991) and a total femur megasystem prosthesis implantation, link due to a complete breaking of the stem femorale following an accidental fall. The incident concerns the femoral component, but they do not have information about. The reporter believes that the dm, despite the fall, does not it should have broken since they were not highlighted skin lesions, sign of high energy trauma.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2024 the patient was submitted to surgery for a complete explantation of the left distal femur hmrs stryker prosthesis (first implant date on (B)(6) 1991) and a total femur megasystem prosthesis implantation, link due to a complete breaking of the stem femorale following an accidental fall. The incident concerns the femoral component, but they do not have information about. The reporter believes that the dm, despite the fall, does not it should have broken since they were not highlighted skin lesions, sign of high energy trauma.